Event description:
A customer contacted beckman coulter (bec) reporting a leak of an unknown amount of bloody fluid from the manual probe of the coulter lh 500 hematology instrument while running controls and patient samples. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No patient results or patient treatment was affected by this event. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found the secondary probe leaking on backwash; the fse adjusted the backwash rinse block, resolving the leak. The fse also found secondary platelet (plt) was running a bit higher than the primary so the fse adjusted secondary calibration factors. The failure mode of the leak was identified as a misaligned probe backwash rinse block. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).